Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0td32, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that they experienced a shocking or jolting sensation twice in the (B)(6). After she felt the shocks she went to the bathroom, wiped, and there was blood. The patient said that she called the manufacturer's representative yesterday. Additional information received from the healthcare provider noted that the implantable neurostimulator (ins) was the device component involved in the event. When the patient was walking through the electronic article surveillance (eas) scanner at the entrance to (B)(6), the patient received a shock sensation in the vaginal area on two occasions. No troubleshooting was done. The patient will deactivate the device before walking through eas systems. The event cause was not determined. It was unknown if it was device related. The patient was recovered without permanent impairment.